Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and observed 3 of 8 depressed contact pins (2 negative, 1 data) affecting dc operation. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported depressed pins which was observed during evaluation. The failed rear case (including battery pin contacts) was replaced. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had "depressed pins". There was no report of patient injury or medical intervention associated with this event. No additional information is available.